Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had pulled back and the anode was in the superior vena cava (svc) and was over sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.